Event description:
During the device evaluation, it was observed that the subject device exhibited peeling of the cement on both the objective and light guide lenses. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.